Event description:
The patient reported, he goes through withdrawals three times a month. He feels the medication take effect, gets warm and dizzy and falls asleep. Additional information has been requested from the hcp, but was not available at the date of this report. A follow-up report will be sent if additional information is received.